Event description:
Reporter stated that pt is being treated in hosp (admitted 07/2004) for erratic blood glucose (1.7-22 mmol/l) -- treatment received: IV saline. Pt had experienced erratic blood glucose for 15 days. Pt was still in hosp at time of report.